Event description:
A malfunction with a pump was reported by a distributor in france, detailed as a malfunction code 0-0x21b7. There was no adverse impact to the customer's blood glucose level as no information was available regarding any blood glucose value. The pump was no longer under warranty, and there was no specific information on corrective actions taken, but the distributor awaited the pump¿s return to conduct further checks.